Manufacturer narrative:
The company service representative examined the system and could not duplicate the system messages reported. The table top illuminator was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system was rebooted and a different system message displayed. The illuminator was plugged into the second port and the case was completed as planned. No patient injury was reported.